Event description:
It was reported that this right ventricular (rv) lead has been exhibiting jumpy impedance issues out of range. Technical services (ts) was consulted and explained no noise was noted and further right ventricular (rv) lead testing was recommended. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).